Event description:
It was reported that the patient contacted their physician with complaints of left arm swelling since implantable cardioverter defibrillator (ICD) placement. An upper limb venous duplex scan was completed and was positive for deep vein thrombosis in the left upper extremity. It was also noted that because the leads in general contribute to impeding venous flow, the leads are implicated in the patient's deep vein thrombosis. The patient was started on medication and both leads are still in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.